Event description:
A malfunction was reported on the pump, and no notable events occurred prior. The customer did not confirm whether their blood glucose levels exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.